Event description:
It was reported that the patient had unresolved high impedance. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing fine postoperatively. The explanted device was held per facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7090952. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).